Manufacturer narrative:
(B)(4). Concomitant medical products: 32-486259, vngd shortquick-release drill huck, zb151001; 407396, comp primary I/m guide block, 045420. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02975. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during procedure, the release drill huck did not hook the pins. The pin was fractured and stuck inside the guide block component. It was not possible to take it out. It is not sure if any piece remains in the patient. The pin was fractured because the surgeon did not take out the yellow drill and the drill hit the pin. The guide block component did not close properly and they had to tight with another piece. The result of surgery was satisfactory, the surgical steps were followed and the event with the pin was due to the hit of the drill and the problem was solved when the drill was taken out. No more information available.

Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Complaint sample was evaluated and the reported event was confirmed; the fractured tip of the pin was returned stuck in the cut guide. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed.